Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient's left ventricular lead exhibited loss of capture. The lead was repositioned successfully. The patient did not experience any adverse consequences.